Event description:
The unit medical assistant (ma) began to load the xts kit from lot #z749 into the uvar xts instrument, prior to priming the instrument. Unit ma has been well-trained for this task and performs it competently. The instrument began a series of "blood pump error" alarms, which could not be cleared with mute or reset or powering the instrument off and on. Priming of the kit was not completed due to inability to clear alarms. After the third alarm therakos was called. The engineer instructed us to abort kit and reprime a new kit. This was done on a different xts instrument and the patient's treatment was begun successfully. The patient was never in contact with the kit in question and was thus not affected by the failure to prime.